Event description:
Information received by medtronic indicated that the insulin pump had a blank display. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the battery cap contacts were not damaged; however, the customer will continue using the device and the pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.